Manufacturer narrative:
Additional information was received that the patient underwent lead replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. It was also noted that the patient's splitters (lead tails) were non-functional. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-70 serial #: (B)(4) description: infinion cx 70 cm lead.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. It was also noted that the patient's splitters (lead tails) were non-functional. The patient will undergo a revision procedure wherein the leads will be replaced.